Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the instrument tracker was damaged while navigating drill bits. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Analysis of the tracker found no failure. The tracker was able to receive known good instruments without issue. With markers attached and fully seated, both returned good geometry error with normal tracking. If information is provided in the future, a supplemental report will be issued.